Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air prior to loading the cartridge. The customer was able to successfully load a new cartridge and resume insulin. In addition, it was reported that an occlusion alarm occurred. Customer alternates between humalog and novalin-r. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer changed pump supplies to resolve the issue. Customer's blood glucose level was about 300 mg/dl.